Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® urine complete cup kit is leaking. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with additional information: date of event: (B)(6) 2018.

Event description:
It was reported that bd vacutainer® urine complete cup kit is leaking. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® urine complete cup kit is leaking. No serious injury or medical intervention was reported.